Event description:
It was reported that the patient had a recent cardiac surgery, and there now the right atrial (ra) lead did not have any clear waves to confirm atrial capture and sensing issues. There was also observations of noise on the egm after the pace, however impedance was normal in clinic. Technical services suggested an x-ray to look at the lead position, however additional information was not able to reveal if an x-ray was performed. The plan was to revise the lead at a later date. No adverse patient effects were reported.